Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg) for an extended period of time due to ipg migration. The patient underwent a pocket revision procedure. No product was added or removed. The patent was doing well postoperatively.